Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for critical ram parity error, addr=0df2, data=04, on (B)(4) 2011 14:09:39. Patient alert for device circuit error on (B)(4) 2011 14:09:39.

Event description:
It was reported that the patient is undergoing sternal radiation and the device toned due to a power on reset (por.) The device remains in use. No patient complications have been reported as a result of this event.